Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. Currently, the aortic neck measures 30 mm in diameter and is sufficient in length. It was reported that the talent bifurcated stent graft was found to have migrated distally 3 cm from the renal arteries. There is no evidence of a type I endoleak or sac expansion and the cause of the migration is unknown. The physician implanted an endurant (B)(4) bifurcated stent graft and a (B)(4) iliac limb to address the migration. No additional clinical sequelae were reported and the patient is fine. Review of films post-implant show that the bifurcate proximal graft margin is approximately 3cm below the renals. The proximal neck is angulated 65deg a-p, and the neck diameter is 30mm x 32mm at the renals. The origin of the ipsilateral (right) limb is sharply angulated laterally just below the flow divider; but there is no kink or occlusion seen. Both limbs are patent. There appears to be good distal sealing in the iliacs bilaterally. The aaa is 5.5cm x 4.3cm maximum. There does not appear to be a proximal type I endoleak; however, it is uncertain if the sac may be pressurized. The cause of the migration is unknown; earlier follow-up films were not provided. It is possible that morphology changes and the angulated neck may have contributed.

Manufacturer narrative:
Evaluation method: other (film). Evaluation results: inherent risk of procedure (stent graft migration). Patient's condition affected effectiveness of device (disease progression, aortic neck angulation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck angulation).